Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-jul-23.

Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. Evice evaluation: the ziv6-125-10-8.0 device of lot number c1915853 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. During inspection of the returned device, it was noted that the rpn and lot number of the outer packaging did not match the rpn and lot number of the tyvec packaging the distributor confirmed the correct rpn and lot number to be ziv6-125-10-8.0, c1915853. This file is related to pr 392951 which captures the stent deployed automatically-prior to use, pr 395480 captures the off label use of the replacement ziv6-125-8-8.0 device. This file pr 398895 will investigate the off label use of the device in the hepatic portal vein the device related to this occurrence underwent a laboratory evaluation on the 11th may 2023. Refer to the returned product-notes field for lab evaluation notes and attendance. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device the following was noted: visual inspection: stent returned separately and intact. Red safety tab in place. Inner catheter is exposed. Biological matter visible in inner catheter. Functional inspection: device flushes with no issue. 0.035 inch wire guide passes through with no issue. Manufacturing records review prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review; the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and label: it should be noted that the instructions for use (ifu0041) states the following: IFU/label review there is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0041) states the following: ¿the product is intended for use in the iliac arteries.¿ from the information given, it is known that the physician attempted to deploy the stent in the hepatic portal vein for which they are not intended. Image review an image was not returned for evaluation. Root cause analysis: a definitive root cause of off label use can be concluded. It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. As per (B)(4), rev006, section 5.3 table 1 - off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Confirmation of complaint: complaint is confirmed based on customer testimony and/or rep testimony. Summary of investigation according to the initial reporter, the stent was released outside the patient with the red safety tab intact. No adverse effects were reported as a result of this occurrence. The procedure was completed with an additional device, within the same operating procedure. Investigation findings conclude definitive root causes of off label use. Complaint is confirmed based on customer testimony and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After unpacking and rinsing, the stent was prepared to be advanced through the wire guide . Prior to the stent entered the patient and the red safety valve was not removed, the stent was released outside the patient. The procedure was completed by using another new device,no adverse effect reported. Additional information added 1 jun2023-jl. During the procedure,the stent delivered along the wire guide, when the stent enter the patient and the red safety valve was not removed, the stent was released from the sheath and released outside the patient. Biological material on the inner catheter, which was accidentally contaminated from gloves. The distributor said the delivery system did enter the patient however the stent did not and was released outside the body. But they said they have not met any resistance. Even the red safety valve was not removed. This complaint captures the off label use of the device in the hepatic portal vein. No adverse event reported as a result of this occurrence.